Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the device was scissoring. Another device was used to complete the procedure. There was no reported patient consequence.